Event description:
It was reported that during a thyroid procedure, the generator alarmed. It was presumed the instrument was dirty and it was cleaned with a damp swab. The device was then re-tested and continued to be used when the tip of the blade then broke off. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion had scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Error code 5 is a warning that troubleshooting steps must be followed: tighten instrument using blade wrench. Clean distal end of the instrument sheath. Depress standby to clear error code and return to ready mode. Activate system if error still occurs: confirm generator is in standby mode. Install test tip to isolate problem. Press test button. If system functions with test tip, replace instrument. If system faults with test tip, replace handpiece. An error code 5 is a warning that the blade may be damaged. The instructional insert states that "scratches on the blade may lead to premature blade failure." And "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may lead to premature blade failure, resulting in generator solid tone or instrument error."